Event description:
It was reported occlusion alarms occurred, cartridge was leaking, and that the pump indicated a data log corruption. Customer's blood glucose level was 320 mg/dl. The customer declined to troubleshoot or provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.